Event description:
Caller reported a cartridge alarm but confirmed it did not cause any adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller on necessary actions including using mdi as a backup therapy, switching the pump to storage mode, and returning the problematic pump within 10 days to avoid charges. The caller received instructions on setting up the replacement pump, which will have the updated software.